Manufacturer narrative:
The reported event of error message- check IV set file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported multiple issues with check IV set message. The biomed department reported that the pcu's were replaced last year however the lvp are aged. The bezel assembly, iui connectors ail and pressure sensors have all been replaced however continuing to see multiple issues. There was no report of patient involvement.

Event description:
The customer reported multiple issues with check IV set message. The biomed department reported that the pcu's were replaced last year however the lvp are aged. The bezel assembly, iui connectors ail and pressure sensors have all been replaced however continuing to see multiple issues. There was no report of patient involvement.

Manufacturer narrative:
The reported event of error message- check IV set file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.